Event description:
Surgeon advised a pt, injured in a motor vehicle accident suffered multiple fractures of the ribs. Pt was taken to the operating room and was implanted with ti matrixrib im spline medium - 4mm width on the left side at rib #4 posterior and a ti matrixrib im splint small - 3mm width on the left side at rib #5 at approx 3:00 pm on (B)(6) 2011. Some time between midnight and 1:00 am, it was noted the 4mm width splint was extended into the spinal canal and the 3mm width splint had pierced the outer cortex of the rib. Pt was returned to the operating room and the splints were removed. No implants were placed and pt was closed. This report is #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.